Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000122515.

Event description:
It was reported the patient experienced ineffective stimulation. As a result, the entire system was explanted. No new devices implant. Investigation was unable to determine which lead attributed to the ineffective therapy.